Event description:
Nurses unable to get bulb of foley to deflate with syringe as per normal protocol. Eventually physician cut the port - still the fluid dripped slowly out. A urologist was consulted. Before the urologist arrived, the fluid from the bulb slowly dripped out and the foley was removed - several hrs after the initial attempt.